Event description:
It was reported that the patient faced unknown infusion set leaking issues event on (B)(6) 2026. The infusion set was in use for two hours and leak was at the site. This led to high blood glucose and ketone levels for which the patient went to emergency room (ER) and subsequently hospitalized into imcu on (B)(6) 2026 and managed with IV and fluids of saline and insulin. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot and serial number; however, lot and serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot and serial number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.